Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down/smartphone: phone_control_ios omnipod 5 software app version: 2.1.0 operating system: 26.2 hardware: iphone18.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room with diabetic detoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 700 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include; thirst, frequent urination, fatigue, shortness of breath, chest pain, acid reflux-like symptoms and dehydration. The patient was treated with intravenous fluids, unspecified nausea medication, fast-acting insulin injections and long-acting insulin. When the pod was removed, the patient observes that the cannula appeared bent. The patient was released later the same day.